Event description:
Info rec'd indicates the brake will set but does not hold.

Manufacturer narrative:
The technician found that the brake and steer casters were not locking into the brake position. He replaced the brake and steer casters to repair the bed.